Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Several voids were observed over the nitinol reinforcing frame along the full length of the capsule. The capsule appeared to be ¿bunching¿ at the proximal end near the outer shaft. Multiple kinks were observed on the inner member. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), via a right femoral approach, the anatomy was identified as extremely tortuous, especially along the aortic arch and the native valve was severely calcified. Advancing the dcs past the tortuous aortic arch was found to be difficult. The system was loaded properly, and a good load was confirmed. The valve was deployed and recaptured twice, due to the valve being placed too high. After the valve was recaptured a second time, the dcs was found to be twisted. The system was removed without injury. Another valve and dcs were used to successfully complete the procedure. It was reported that the event was related to the patient anatomy. It was not clear, but the native valve could have been a bicuspid type I (sievers classification). It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated eval code-conclusion: 50 added to replace 11. Conclusion: the device history record (DHR) for the dcs was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that difficulty was experienced when the delivery catheter system (dcs) was advanced during the attempted implant of this transcatheter bioprosthetic valve. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity). In this case, it was noted that the anatomy was identified as extremely tortuous, especially along the aortic arch and the native valve was severely calcified. This indicated that the most likely cause of the advancement difficulties was patient anatomy. It was then reported that the valve was deployed and recaptured twice due to positioning difficulties. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case it is most likely the difficult patient anatomy that impacted on the valve positioning. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that after the second recapture, the second system was removed from the patient. The device was returned to medtronic for analysis. The device was received with the capsule fully closed. The deployment knob could retract and advance the capsule. Several voids were observed over the nitinol reinforcing frame along the full length of the capsule. Voids, which indicated delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur due to tracking/positioning in the patient anatomy. The capsule appeared to be ¿bunching¿ at the proximal end near the outer shaft, thus confirming the reported event. Multiple kinks were observed on the inner member. The description of the event did not indicate that this damage occurred during the reported issue, and the cause of this damage could not be determined. Cine images were returned for review. The cine films did confirm that the valve was deployed and recaptured, a number of times, and the catheter buckled and was removed from the body. The cine films also confirm that upon deploying and recapturing, the catheter once again buckled and was removed from the body. Another valve and loading system were inserted and implanted successfully. The cine films could not confirm or deny this was due to patient anatomy, as no pictures of the anatomy were sent. The cine films did confirm that valves were good loads. Capsule damage such as buckling/bunching typically occurs due to excessive compressive forces applied during the valve loading process. The cine films received confirmed a good load. The compressive force on the system, which can cause a capsule to buckle, is a cumulative effect that may also be increased by tracking through tortuous patient anatomy. In this case, it was noted that the anatomy was extremely tortuous, especially along the aortic arch and the native valve were severely calcified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.